Event description:
A report was received that the patient¿s lead displayed high impedances. The physician suspected device malfunction. The patient underwent a lead replacement procedure along with having the splitter removed and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Analysis of lead sc-2316-50 s/n (B)(4) and splitter sc-3400-30 s/n (B)(4) revealed during visual inspection that the lead and splitter were cut. The lead was cut approximately 12 inches from the distal end and the splitter was cut approximately 8 inches from the proximal ends and could not be tested. The proximal portion of the lead was not returned and the distal end of the splitter was not returned. The clean cut damage to the devices are consistent with damages done during the explant procedure and are not considered a failure.

Event description:
A report was received that the patient¿s lead displayed high impedances. The physician suspected device malfunction. The patient underwent a lead replacement procedure and was reportedly doing well following the procedure.